Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e4, h3, h4, h6, h11 corrected field: g2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube had a dent, video cable was broken, error b30 scope communication error occurs, and image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: small dimple in cladding tube due to outer tube has a dent lead to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported that subject device had a small dimple in cladding tube. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.